Event description:
Pt reported the up button on the infusion device is defective. Pt stated the infusion device is also displaying an e8 power interrupt error message. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and returned for evaluation. E8 power interrupt errors were found in the history. Due to an external mechanical influence, the snap dome of the up button is pressed through. This source led to an always activated up button and unsolvable e8 power interrupt error messaged; therefore, none of the buttons react on pressure. As the problem reported the pt is due to careless handling of the product, no corrective or preventative actions will be initiated.